Manufacturer narrative:
The device was discarded and will not return for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a primary plumset where a leak of taxol was noted from the filter during infusion. There was no adverse event, adverse operator consequences or med/surg intervention required; although there was a report of unprotected chemo exposure. This record reflects the second tubing set.